Event description:
The caller reported that the implantable neurostimulator (ins) caused more problems and didn't help with the pain. Stimulation would shoot down into different parts of the body. An explant was scheduled for (B)(6) 2016. It was later reported on (B)(6) 2016 that the ins was removed on (B)(6) 2016. The patient was recovering now, and was feeling better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.